Manufacturer narrative:
The technician found that the brake steer pedal bar had a broken weld due to normal wear and tear. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be for checked cuts, wear and quality of tread, etc, and replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake steer pedal bar to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes will not hold. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).